Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) contain the following precaution: "during placement and use, care must be taken to avoid cutting, crimping, or damaging components." The IFU contains the following: "note: for wire guide removal, grasp the wire with a snare or non-spiked biopsy forceps at least 5 cm from the tip of the wire guide. Pull the wire guide to the tip of the endoscope, not into the endoscope channel." Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets - push and associated components are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a percutaneous endoscopic gastrostomy (peg), the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - push. The wire sheared [in half] on the physician (subject of this report). The "stripped" metal interior of the wire became visible. An olympus endoscope was used. The case was finished, but unsure if it involved another device of that reference part number or not. [There was] no injury to the patient, no adverse effects [to the patient], and no part remained inside [of the patient]. The (B)(6) manager was notified on (B)(6) 2018, but the event occurred between a week and ten (10) days ago. Additional information was provided by the (B)(6) manager on (B)(6) 2018: the physician just relayed to me a disturbing situation that transpired a week or two (2) ago regarding the wire guide. It happened with back to back kits (subject of this report and see related MDR 1037905-2018-00138). I was not there and just was told. Additional information was provided by the (B)(6) manager on (B)(6) 2018: the physician informed me yesterday, as well as the incident, that he was stuck with the jagged end of the wire and the patient is (B)(6) (subject of this report). Additional information was provided by the physician on (B)(6) 2018: adverse effects experienced [by the physician] were a puncture by the wire, a skin break, and prophylactic (B)(6) therapy (subject of this report).

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) contain the following precaution: "during placement and use, care must be taken to avoid cutting, crimping, or damaging components." The IFU contains the following: "note: for wire guide removal, grasp the wire with a snare or non-spiked biopsy forceps at least 5 cm from the tip of the wire guide. Pull the wire guide to the tip of the endoscope, not into the endoscope channel." Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all peg 24 percutaneuous endoscopic gastrostomy sets - push and associated components are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. H3 other text : investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) contain the following precaution: "during placement and use, care must be taken to avoid cutting, crimping, or damaging components." The IFU contains the following: "note: for wire guide removal, grasp the wire with a snare or non-spiked biopsy forceps at least 5 cm from the tip of the wire guide. Pull the wire guide to the tip of the endoscope, not into the endoscope channel." Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all peg 24 percutaneuous endoscopic gastrostomy sets - push and associated components are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.